Event description:
It was reported that during a surgical procedure at the user facility, one sponge's bar tag fell apart and two sponges were fraying and stuck to the packaging. This report is for the sponge with the bar tag falling apart. The procedure was completed successfully without a clinically significant delay. There were no adverse consequences or medical intervention.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, one sponge's bar tag fell apart and two sponges were fraying and stuck to the packaging. This report is for the sponge with the bar tag falling apart. The procedure was completed successfully without a clinically significant delay. There were no adverse consequences or medical intervention.